Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient fell and since the scs stimulation changed. X-rays taken determined the patient's lead(s) migrated. Reportedly, the patient was still able to receive stimulation in his pain areas but programming was unable to isolate the therapy to only the left leg. The patient does not want stimulation on the right. Surgical intervention may be taken to address the issue.